Event description:
It was reported a patient of undisclosed gender and age underwent an unspecified procedure in which the zenith bifurcated body graft was used. It was further stated there was a possible tear in the bifurcation. The following further information was provided regarding the procedure. The proximal graft was placed in accordance to IFU, ballooning of proximal graft with a 32 coda balloon, bilateral renal stenting with gore viabahn vbx stents, ballooning of renal stents with a mustang 10x2 balloon, placement of distal graft in accordance to IFU, placement of zsle 16 limb in patient¿s left iliac, placement of zsle 16 in patient¿s right iliac, ballooning of proximal and distal body using a 32 coda balloon, ballooning of proximal overlap of zsles with distal body and iliacs using a 32 coda balloon, placement of 26 esbe at proximal and distal body overlap when endoleak appeared on angiogram, re-balloon of proximal and distal body overlap where esbe was placed.